Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified system errors occurred during use of the home choice. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the devices logs verified the reported event. The results of the sample analysis revealed verification of the reported event and determined to be that the device needed new calibration. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Internal & external visual inspections were performed. Full functional testing, electrical safety testing, calibration, and simulated therapy was performed with no additional defects and malfunctions found with the device. Should additional relevant information become available, a supplemental report will be submitted.